Manufacturer narrative:
Additional info: initial reporter name: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the valve assembly failed during the device self-test. The valve assembly was replaced, which solved the issue. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, cardiosave intra-aortic balloon pump (iabp) failed automatic inflation. There was no patient involvement reported.